Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: dim, faded, discolored display, damaged audio bolus button cover.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the piston cap was missing. The display was noted to be dim, faded and discolored. The audio bolus button cover was noted to be torn; the audio bolus button had normal response when tested.